Event description:
I have been having a period more then once a month up to 2 to 3 times a month with very heavy bleeding where I am soaking through a pad in less then a hour and very severe back pain every day and very bad cramping in my abdominal area to where it hurts to do anything.